Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was postponed for another day. The philips field service engineer (fse) visited system onsite and confirmed that the system live monitor had no signal. Upon troubleshooting, the fse found the issue with the reference monitor. To resolve the issue, the fse replaced the reference monitor, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system live monitor had no signal. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.